Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: lot manufactured between march 26, 2020 to march 27, 2020. H10: seven (7) actual samples were received for evaluation. Visual inspection with magnification did not identify any abnormalities that could have contributed to the reported condition. The fill port caps were removed from all samples and no damage or black foreign material was identified at the connector/caps; no foreign matter was identified in the fluid pathway of all the samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black foreign material was observed in the fill port of seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.